Event description:
The pt's previously implanted i.c.d. (Biventricular) was determined to have elevated high voltage impedance measurements during outpatient i.c.d. Interrogation and pacemaker function of the device was inadequate. Pt admitted device surgically explanted. Testing of chronic leads in or determined pacing integrity, capture thresholds and impedances to be appropriate. New device implanted-retesting of all lead parameters, including high voltage impedance were found to be appropriate. Conclusions primary header malfunction.